Event description:
While using a byte night aligners, patient reported lower aligner making their teeth crooked even though they are wearing their aligner all day every day since they have gotten them. Also, one of their top front teeth is getting shorter and is now chipped. Requested additional information and photos.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.